Event description:
On (B)(6) 2013 patient reported intermittently not receiving the low cartridge warning on his infusion device. Patient stated it will just give him the empty cartridge error. Reviewed alarm history; found one incident in which the patient did not receive the w1 (cartridge low) error message before the e1 (cartridge empty) error message that occurred on (B)(6) 2013. Patient reported the issue has actually occurred approximately 4 times since he has had the infusion device in (B)(6) 2012. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification. Result the warning w1 (cartridge low) were found in the pump history. All needed tests are passed and no malfunction could be observed during the technical investigation. Always a w1 occurred for an e1. Consumables: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.